Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Next, the received ICD data and x-ray images were inspected. The impedance trend graphics revealed values of the shock impedance > 150 ohm from (B)(6) 2014, confirming the clinical observation. Other values as the pacing impedance, threshold or r wave amplitude did not show any peculiarity. The iegms of the ra, rv and lv channels did not reveal any abnormality. The received x-ray images were inspected. No peculiarities were noted which might have led to the reported clinical event. Based on the information available, no conclusions can be drawn regarding the root cause of the high shock impedance value. For further investigations regarding the lead integrity an analysis of the lead itself would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 4 months, shock impedance values > 150 ohm were reported. The lead is still in situ and the ICD function is off due to the ejection fraction being >40%. No adverse patient side effects have been reported.